Event description:
When disposable defibrillator pads removed from patient, abrasion/skin breakdown noted on skin. We have had four other patients experience this since (B)(6). Risk management was not notified until this event.